Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced an intermittently unresponsive sleep/wake button on an ilet pump, which was resolved during the call through guided troubleshooting including verifying correct tap location, confirming tactile feedback and vibration, ensuring the device was charged with the lock screen visible, cleaning and drying the device and hands, and removing the case to access the button directly; the button then functioned as intended. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical attention or hospitalization. Investigation included user education, functional checks of the sleep/wake control, environmental cleaning, and case removal to rule out mechanical interference. Investigation of this case revealed that the device control was operational and responsive with normal tactile feedback, and that the protective case likely impeded proper actuation of the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was user-related interference from an accessory, resolved with proper technique and case removal.